Manufacturer narrative:
Device evaluation: one hotline device was received for investigation in fair condition. The device was powered on for a visual and audible indication. Upon testing, it was determined the reported complaint was confirmed as there were no audible or visual alarms indicated. Therefore, a test pcb (primary circuit board) and power switch was installed to troubleshoot as the device had an old style pcb. Once repaired, the device passed all functional tests. The problem source for the complaint and faulty pcb was noted as "normal wear and tear".

Event description:
Information was received indicating that the alarm of the smiths medical level 1 hotline low flow system was not working. It was not specified whether this event interrupted therapy. No adverse effects were reported.